Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation while wearing the lifevest. The skin irritation was described as itchy, red, and inflamed. The patient's doctor prescribed benadryl and a cream. Follow up was completed and the skin irritation was not improved. The patient ended use of the lifevest.